Manufacturer narrative:
Product event summary: the afapro28 balloon catheter with lot 13381 and the data files were returned and analyzed. The data files showed at least 12 applications were performed without issue on the date of the event. Visual inspection of the balloon catheter showed the device was intact with no apparent issue. Smart chip verification indicated the catheter was used for one injection. The performance test failed due to system notice #50005 ¿the safety system has detected fluid in the catheter and stopped the injection¿ after connecting the catheter to the console. Further dissection revealed a guide wire lumen kink and breach at 1.29 inches from the tip. In conclusion, the balloon catheter failed the returned product inspection due to a guide wire lumen kink and breach. If information is provided in the future, a supplemental report will be issued.

Event description:
After a completed case, the balloon catheter subsequently tested out of specification per the manufacturers investigation.